Event description:
It was reported that the lead exhibited high pacing impedance during implant. The lead was not used.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of high lead impedance could not be confirmed in the laboratory. The analysis of the lead revealed an electrical short between the inner and outer coils. X-ray of the lead revealed over torque to the inner coil at the connector area, indicative of multiple attempts to deploy the helix. The over torque inner coil shorted the inner side of the anode ring. The cause of the high lead impedance could not be tested due to electrical short.